Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedances on both leads was low and suspected clavicle crushing of insulation. Oversensing was also noted. The leads were capped and replaced. No patient complications have been reported as a result of this event.